Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic, and the issue was resolved with no known intervention performed. There were no patient consequences reported.